Event description:
It was reported that an interlink catheter extension set was becoming loose and disconnecting from the vacutainer it was attached to. This occurred during patient use. The separation caused blood to leak out of the vacutainer. Patient injury or medical intervention was not reported.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.